Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 12-aug-2024. The most recent information was received on 23-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted (lot no. C69125- not valid) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2024 she experienced dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling in the hands") and tendonitis ("tendonitis") and was found to have morton's syndrome ("morton's syndrome"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (the uterus, ovaries and fallopian tubes were removed). At the time of the report, the outcomes for morton's syndrome, dysgeusia, paraesthesia and tendonitis were unknown. No causality assessment was received for essure with regard to morton's syndrome, dysgeusia, paraesthesia, tendonitis or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. This batch is not valid: c69125. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-aug-2024: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 12-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted (lot no. C69125) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In march 2024 she experienced dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling in the hands") and tendonitis ("tendonitis") and was found to have morton's syndrome ("morton's syndrome"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (the uterus, ovaries and fallopian tubes were removed). At the time of the report, the outcomes for morton's syndrome, dysgeusia, paraesthesia and tendonitis were unknown. No causality assessment was received for essure with regard to morton's syndrome, dysgeusia, paraesthesia, tendonitis or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.